Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the emergency room (ER) because she fainted twice with high blood glucose (bg) levels (specific bg value not provided) and upon deactivation it was noticed that the cannula was bent. At the ER they drew blood, urine, blood pressure and a electrocardiogram (EKG) test. All of the test results came back normal. The adhesive pad was also coming up around the edge of the cannula. The patient's bg was reading at 9 mmol/l (162 mg/dl) at the time of the call. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though a bend was noted on the exposed portion of the soft cannula. It could not be determined when this bend occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin.